Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the screen on the insulin pump went blank twice when setting up reservoir. Customer also stated that the buttons on the insulin pump are unresponsive. Customer stated that the numbers kept changing during fixed prime. Customer's current blood glucose reading is 39 mg/dl and has treated with food. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime tests and excessive no delivery tests. The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage on the connectors and lcd isolation tape noted. The insulin pump received with intermittent buttons due to to corroded keypad traces. No display ramping on it's own noted. The insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.